Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, during the morning handover on (B)(6) 2026, while inspecting patient indwelling urinary foley catheter, fluid leakage was observed from the balloon tip. Upon investigation, the single use sterile catheter was identified as a bard medical technology co., ltd. The incident was reported to the attending physician, and the tubing was replaced with new three lumen tubing.